Event description:
It was reported that in central processing, the orange housing cracked at the end near the scissors on the monopolar curved scissors instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the tube extension is cracked. When the tube extension was pushed together it appeared no material was missing. Failure analysis concluded the damage was likely due to mishandling / misuse. An additional observation not reported by was the instrument tube extension had pad printing removed on a different section of the tube extension. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found.